Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting - presence of water was found inside the inspiratory pipe. The device was cleaned and the issue was solved. The ventilator passed all functional and safety tests and was delivered to the user in working condition. Specific circumstances of the water condensation are unknown. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. Review of the device's logs confirms occurrence of the reported issue. Provided photo confirms reported issue. The cause of this issue has been established as accidental damage and was related with condensation of water in the inspiratory section.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. Moreover, ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).